Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that five days post-implant, the threshold measurement on the right atrial (ra) lead had increased. The physician confirmed the ra lead pulled back and moved slightly. As ra pacing rate was less than 1%, the ra outout was reprogrammed. No adverse patient effects were reported.